Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. A 16 x 3.00 promus elite drug-eluting stent was selected for use. However, during preparation when the stylet was pulled out of the stent, the shaft broke in half. The procedure was completed with another of same device. There were no patient complications reported.